Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3889-28, lot# j0235615v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the system worked ¿great,¿ but it broke and it was removed. No further information was reported.